Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device does not pass test. There was no reported patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model #: 861290) and will be reported in the united states under device model #: 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the external paddles which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.